Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/12/2016 with the following findings: investigation revealed a dim and discolored display. In addition, the battery compartment was cracked and the battery cap threads were stripped and were unable to secure. Unrelated to these issues, the pump had discolored paint and the keypad was peeling off. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on 10/12/2016. Investigation revealed a dim and discolored display. In addition, the battery compartment was cracked and the battery cap threads were stripped and were unable to secure.